Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to override the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist checked the employee access and medication privileges through the structured query language (sql) database, confirmed that permissions were correctly set, then remoted into the system to observe the employee¿s actions and verified that the employee was able to override and add medication successfully hence no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.